Event description:
It was reported that pump displayed recurring malfunction alarm after pump was taken off for shower. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was addressed by customer using correction insulin by injection. Customer did not require 3rd party assistance. Technical support arranged shipment of replacement pump, customer will continue using current pump while awaiting replacement.